Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device would not cut properly. On (B)(6) 2016, it was clarified that the issue occurred during surgery. There was no harm/injury to a patient or operator and no medical intervention/additional surgical procedure was required in the event. Another device was retrieved for use during the surgery and there was no impact/damage to the graft harvest. The blade was properly inserted for use and the dermacarrier was used at room temperature. The device had been repaired previously by someone other than zimmer biomet. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the air dermatome on november 3, 2016 revealed minor cosmetic damage to the head and neck of the hand piece including scratches and nicks. The thickness control lever operated as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number (B)(4), was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope it #929 with the qa test hose and the motor operated within motor speed specifications. The customer hose and width plates were not returned for evaluation. The calibration was out of specification at the zero setting. Repair of the air dermatome was performed by zimmer biomet surgical on november 4, 2016 which included replacement of the thickness lever, damaged head, damaged width plate screws, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. No testing was able to be performed to try to replicate the reported event. Based on the information that was provided the root cause of the reported event could not be specifically determined. The device is over 19 years old and has not been previously repaired by zimmer biomet. The IFU states that ¿the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.¿ air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that it would not cut properly. No adverse events were reported as a result of this malfunction.